Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 495 mg/dl. The customer experienced different blood glucose level of 590 mg/dl. The customer did experience any symptoms such as vomiting and stomach pain as a result of high blood glucose level. Troubleshooting was done for high blood glucose. The customer was treated with insulin and medication for high blood glucose. The customer was wearing the insulin pump within 48 hours during the hospitalization. Troubleshooting was not performed. The insulin pump will not be returned for analysis.